Event description:
It was reported that the patient was "feeling weak, trembling inside of [their] body, [had] no appetite and [was] just not feeling well." The device is still in use. No patient further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.